Event description:
It was reported that insulin pump alarmed compromised force sensor system during priming. Customer's blood glucose reading was 216 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to moisture damage inside the force sensor resistor. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.